Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 0028440. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a photograph was submitted to our facility displaying a leak originating between the tubing and adapter body. A subsequent review of the packaging process has allowed our engineers to identify the automated packaging process as the most likely root cause for this event. During the automated loading of the pegasus, it is possible for the tubing experience pulling forces that exceed the limits of product specifications. To prevent a reoccurance of this event, our facility is switching to manual loading process until the machine can be optimized.

Event description:
It was reported that 3 bd pegasus¿ safety closed IV catheter systems leaked at the adapter and tubing junction during use. The following information was provided by the initial reporter, translated from chinese to english: "the extension tube leakage was located at the junction of the extension pipe and the extension tube¿s hub".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd pegasus¿ safety closed IV catheter systems leaked at the adapter and tubing junction during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the extension tube leakage was located at the junction of the extension pipe and the extension tube¿s hub"